Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the dental implant was placed in ada site 21, the implant had not achieved osseointegration in type iii bone. Clinician reports the patient had a poor diet during healing and also mobility and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the dental implant was placed in ada site 21, the implant had not achieved osseointegration in type iii bone. Clinician reports the patient had a poor diet during healing and also mobility and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).